Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown tomofix plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was local pain around the knee due to the irritation by the plate. It was treated t-handle cane and gait exercises of the musculus quadriceps femoris. This report is for an unknown tomofix plate. This report is 1 of 1 complaint (B)(4).